Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis confirmed the catheter body had significant twisting that may have affected infusion. Analysis also identified a watchdog reset with an unknown cause. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving gablofen 2,000 mcg/ml at 250 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s medical history includes primary lateral sclerosis (pls) and a history of depression. It was reported that the patient had a pump refill on (B)(6) 2016 where the entire contents of the pump were left in pump when the expected volume was 3 ml. The patient returned to nursing home as there was no obvious signs of withdrawal. The patient was hospitalized twice since then for mental status changes, pain, spasticity and suicidal ideation with one suicide attempt. The patient was transferred to a medical center were intrathecal baclofen (itb) withdrawal was diagnosed. There were no pump alarms. There were no environmental/external/patient factors that may have led or contributed to the issue. X-rays and CT scans showed the catheter tip was in proper location, the rest of catheter could not be seen. An x-ray on (B)(6) 2016 noted the pump to be flipped. When the pump pocket was opened, multiple twists and kinks were observed in the catheter. The pump had flipped multiple times resulting in multiple twists and kinks in the pump portion of the catheter with no cerebrospinal (csf) flow. This was also not visible on x-ray. There was no csf flow through connector or when catheter was cut. Once the catheter was untangled and cut there was csf flow. A partial explant occurred on (B)(6) 2016. The catheter cut 30 cm from the connector and flow reestablished. A new connector was placed with good flow. When original pump was connected and catheter access port (cap) was accessed no csf flow could be obtained. A new pump was opened and filled with 500 mcg/ml. Once connected to catheter, free flow of csf aspirated from cap. The patient was initially stabilized overnight with oral baclofen with improvement in pain and mental distress. It was unknown if the issue was resolved at the time of report. The pump was explanted on (B)(6) 2016. The new pump was filled with 500 mcg/ml and patient restarted on 75 mcg/day. The cause of the flipped pump had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.